Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00690 / 00692).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of blood toxicity. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of blood toxicity. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. Legal document further alleges the presence of adverse reaction to metal devices, fluid, and metal staining during the revision surgery performed on (B)(6) 2013. Review of the revision invoice history indicates that the modular head and taper insert were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The information that was reported in the supplemental medwatch submitted on february 18, 2014 was for a different patient. Please disregard all information that was submitted in 1825034-2013-00690-1. The information has been corrected as follows: the additional information received was confirmation of the date of revision surgery.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of blood toxicity. A review of invoice history confirmed both surgery dates and suggests the acetabular cup, taper liner and modular head were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.